Event description:
No additional information provided.

Manufacturer narrative:
1. No samples and pictures were returned from the customers, the detail of defect cannot be identified. 2. Review batch record information: 1) the complaint lot#: 4080233 was produced in the prn automatic assembly line, the production date is 2024-5, and the m860 packaging machine was packaged in 2024- 5, and the batch of products totaled 439k. 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained samples analysis: performed appearance test strain relief test and leakage test on the retained sample of complaint batch (rotate the prn sample onto a standard luer connector, inject the standard pressure water, observed the prn whether abnormal), the test result passed. 4. Root cause: performed test on the retained sample, the test result passed, the defect cannot be reproduction; due to no sample and picture returned, the detail of defect cannot be identified. 5. The plant continue pay attention to the defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter was loose. On (B)(6) 2024, the nurse found that the top of the heparin cap was uneven and loose during the use of the infusion for the patient. A new heparin cap was used and the relevant department was notified. There was no adverse effect on the patient.